Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2004. It was reported that he was without stimulation and unable to increase the amplitude for his programs. F/u on the pt found that several of his lead contacts exhibited invalid impedance readings; however, effective stimulation was recaptured for him via reprogramming. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.